Event description:
The patient suffered an anterior myocardial infarction. Aspiration was performed for 100% stenosis at rca of diffused and calcified lesion. Pci was performed with deployment of a 3.0 mm diameter x 30 mm length endeavor rapid exchange (rx) drug-eluting stent (ref MFR # 2953200-2010-02197) and a 3.5 mm diameter x 30 mm length endeavor rx drug-eluting stent (ref MFR # 2953200-2010-01644) at rca # 1-2 from distal to proximal, in order. The deployment of the relevant endeavor stents was successful. Ivus confirmed complete apposition of the stent, and there was no damage observed to the vessels. Five days post index procedure, the patient was discarded in remission. Approximately 4 months post index procedure, the patient suddenly collapsed. The patient was transferred to the hospital in a state of cardiopulmonary arrest and patient death occurred. Stent fracture of en35030jx (ref MFR # 2953200-2010-01644) was observed at the autopsy. The physician reported that there were some fragments of pc polymer scattered in the neointima away from the stent strut. Inflammatory cells such as macrophages and giant cells were found around these fragments of pc polymer. Cause of death was assessed as probably due to stent thrombosis. The late onset thrombosis location was identified at rca # 1, proximal to stent. It was assessed by a head physician that the event may have occurred with other stents considering the vessel morphology.

Manufacturer narrative:
(B)(4): eval results: (patient death), (anterior mi, diabetes mellitus, hypertension), (severely calcified lesion, excessively tortuous, stenosis). Conclusions: (severely calcified lesion, excessively tortuous, stenosis), (insufficient details received regarding origin of alleged white substance in the neointima).